Event description:
As reported, during a fenestrated endovascular aneurysm repair procedure in which a safe-t-j rosen catheter exchange wire guide was used, the patient developed a small, non-flow-limiting splenic artery dissection. The procedure was performed under general endotracheal anesthesia with neuro monitoring. After prepping the patient, large bore, ultrasound-guided access was obtained in the common femoral arteries bilaterally with 20-french sheaths. 5-french sheaths were placed, heparin was administered, closure devices were placed, and the sheaths were upsized to 8-french. The patient was fully anticoagulated, and various wires and catheters were used to perform angiograms and deliver the fenestrated stent graft. The celiac artery, superior mesenteric artery, and bilateral renal arteries were then stented, and the distal portions of the aneurysm were repaired with ¿standard evar¿ technique, during which various wires, catheters, and balloons were used. A right iliac angiogram was performed, and the right limb was deployed. After the main body of the graft was fully deployed, the delivery system was withdrawn. A left iliac angiogram was performed, and the left limb was deployed. After expansion of the graft with a balloon, a completion angiogram was performed. All wires, needles, and catheters were removed, and the closure devices were deployed. The patient tolerated the procedure well. There was no spinal cord or peripheral ischemia. The patient, who was extubated and neurologically intact, was taken to the surgical intensive care unit in stable condition. Estimated blood loss was 200-milliliters. There were reportedly no complications; however, a small, non-flow-limiting dissection of the splenic artery was noted following wire exchanges, which improved after wire removal. Per the user, another manufacturer¿s stent graft did not track well into the celiac artery; therefore, the user had to exchange the wire for a ¿stiffer wire¿ to complete the procedure, which ¿likely caused¿ a dissection of the splenic artery. Per the reporter, the wire guide performed as intended during the procedure, and there were no device deficiencies. No additional interventions or procedures were required, and there were no adverse effects to the patient.

Manufacturer narrative:
D4: lot = 15945101 or 16224040, e3: occupation = principal investigator, g4: PMA/510(k) number = k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during a fenestrated endovascular aneurysm repair procedure in which a safe-t-j rosen catheter exchange wire guide was used, the patient developed a small, non-flow-limiting splenic artery dissection. The procedure was performed under general endotracheal anesthesia with neuro monitoring. After prepping the patient, large bore, ultrasound-guided access was obtained in the common femoral arteries bilaterally with 20-french sheaths. 5-french sheaths were placed, heparin was administered, closure devices were placed, and the sheaths were upsized to 8-french. The patient was fully anticoagulated, and various wires and catheters were used to perform angiograms and deliver the fenestrated stent graft. The celiac artery, superior mesenteric artery, and bilateral renal arteries were then stented, and the distal portions of the aneurysm were repaired with ¿standard evar¿ technique, during which various wires, catheters, and balloons were used. A right iliac angiogram was performed, and the right limb was deployed. After the main body of the graft was fully deployed, the delivery system was withdrawn. A left iliac angiogram was performed, and the left limb was deployed. After expansion of the graft with a balloon, a completion angiogram was performed. All wires, needles, and catheters were removed, and the closure devices were deployed. The patient tolerated the procedure well. There was no spinal cord or peripheral ischemia. The patient, who was extubated and neurologically intact, was taken to the surgical intensive care unit in stable condition. Estimated blood loss was 200-milliliters. There were reportedly no complications; however, a small, non-flow-limiting dissection of the splenic artery was noted following wire exchanges, which improved after wire removal. Per the user, another manufacturer¿s stent graft did not track well into the celiac artery; therefore, the user had to exchange the wire for a ¿stiffer wire¿ to complete the procedure, which ¿likely caused¿ a dissection of the splenic artery. Per the reporter, the wire guide performed as intended during the procedure, and there were no device deficiencies. No additional interventions or procedures were required, and there were no adverse effects to the patient. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. The customer provided two possible lot numbers to cook. A review of the device history record and complaint history found no relevant non-conformances or additional complaints on either possible lot. The product IFU states ¿do not advance or withdraw a wire guide when resistance is encountered, as a perforation could occur.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify potential failure modes prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy likely contributed to this event. It is also possible that procedural issues may have contributed to the event; however, this cannot be definitively determined. The risk analysis was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.